Manufacturer narrative:
On previous report right device serial number in h10 was mistakenly submitted incorrect. The correct serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the left device and right device information were mistakenly reported by the reporter to mentor were reversed. The correct information for the left device serial number is (B)(4), and right device serial number is (B)(4). Implantation date was on (B)(6) 2017. Note: the device was originally received without any accompanying information, and was reported as a blind unit under manufacturer¿s report number 1645337-2019-17478. On 9/23, mentor became aware that the device belong to this complaint. Device evaluation summary: during analysis of the device a rupture was noted in posterior view measuring approximately 7 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/28/2019, additional information indicated that the right side was not deflated. Patient underwent bilateral removal and replacements as follow: right replaced with cat#:(B)(4), sn#:(B)(4), and left replaced with cat#: (B)(4), s/n#: (B)(4). This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc saline breast implants which bilaterally deflated after implantation. Doctors office reported bilateral deflation. As a result patient underwent bilateral. Removal and replacement left with: ref/sn (B)(4), right with ref/sn (B)(4) on (B)(6) 2019. This report is for the left side.